Manufacturer narrative:
The field service engineer ran a performance check on the analyer and all was acceptable. Subsequent measurements on the same instrument did not reproduce the elevated value, and the customer reported no further issues with other patient samples or controls. The investigation determined the issue was due to a random pre-analytical handling issue or a random sampling anomaly. Correct pre-analytic sample handling is within the customer's responsibility. There is no evidence to suggest a malfunction of the device.

Event description:
There was an allegation of questionable glucose hk gen.3 results from the cobas pure c 303 analytical unit. Two sample tubes are drawn from the same patient. Tube 1 results were 152 mg/dl, 99.9 mg/dl, and 96.0 mg/dl. Tube 2 result was 98.1 mg/dl.

Manufacturer narrative:
The reagent lot number was 88231201 with an expiration date of 31-aug-2026. On (B)(6) 2026, sample tube 1 was repeated by the field service engineer, and the result was 99.1 mg/dl. The investigation is ongoing.